Manufacturer narrative:
Manufacturer reference number: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic procedure, the closure stapler did not "throw/fling" and the knife did not come out. The device was replaced to complete the case and resolve the issue. The patient is alive with no injury.